Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the residual liquid and foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the insulation resistance value of the distal end was out of standard due to the detached plastic distal end cover. There were residues and foreign materials from the water supply channel. The water supply quantity was out of standards due to the dented nozzle. The image had white scratches due to the broken charged coupled device unit. The light guide bundle was abnormal. The light guide lens was broken. The bending section cover adhesive was detached. The suction cylinder was peeled off. Switch three and switch one were broken. The forceps channel port was peeled off. The universal cord was corrugated. The light guide connector was corroded. The angulation in the up direction was out of standard due to the worn angle wire. The gap on the upward/downward angulation control knob was out of standards due to the worn angle-wire. The following was also provided by the customer in regard to the insufficient cleaning: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. No abnormalities in the accessories used for reprocessing. The nozzle was cleaned with lint-free cloths/brushes/sponges and flushed with detergent solution. It was not known when the foreign material adhered to the nozzle, and there were no other reprocessing concerns. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the colonovideoscope had a reduced angulation issue. The issue was found during preparation for use, before a diagnostic procedure. There was no procedural involvement and no delay. There were no reports of patient harm.